Manufacturer narrative:
Externalized conductors due to internal and external insulation abrasions were found at 6.8-10.0cm from the lead tip. External and internal insulation abrasion was found at 9.9-10.1cm from the lead tip. The etfe coating was intact at these locations.

Event description:
New information notes the lead was explanted and replaced.

Event description:
It was reported that the right ventricular lead was found externalized on x-ray. All electrical measurements were normal. The lead remained implanted.

Manufacturer narrative:
No medwatch form was received.